Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service report: the field service representative (fsr) evaluated the suspect device and found that the exhaled tidal volume (vte) was out of range. The fsr performed an exhalation differential transducer (xdcr) calibration, but the calibration failed. The fsr ordered and installed the main printed circuit board (pcb). The fsr performed an operation verification procedure (ovp) after the main pcb was installed and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that the vela ventilator was displaying transducer (xdcr) fault. The customer reported that the alarm condition occurred while in use with a patient but the patient was switched to a back up ventilator with no harm or injury.